Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 15 mg/ml bupivacaine at 18.878 mg/day and 10 mg/ml morphine at 25.171 mg/day via an implantable pump for malignant pain. It was reported that a motor stall occurred on (B)(6) 2019 at 9:59 am. No recovery was in the logs. No symptoms were reported. The pump was replaced. The device was returned for analysis. No further issues were reported or anticipated.

Manufacturer narrative:
Recall notice was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned and analysis identified residue and wearing in the motor gear train. If information is provided in the future, a supplemental report will be issued.